Manufacturer narrative:
This report is submitted on august 30, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced magnet retention issues and subsequently underwent revision surgery (date not reported). It was also reported that the patient developed an infection and was administered antibiotics. Additional information has been requested but has not been made available as of the date of this report.